Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 08/21/2023, it was reported by a sales representative via sems that a 0826-000 impactor rod is broken. This occurred during a case. There was no additional information provided, additional information has been requested.

Manufacturer narrative:
The complaint was confirmed. One unpackaged 0826-000 serial/batch number (B)(6) was received for investigation. Functional testing was not conducted due to the damage to the instrument. Visual evaluation found that the connector thread was broken off. The most likely cause for the reported failure is a user error. When two devices are intended to be threaded together, ensure that they are fully engaged prior to use.